Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device experienced chest pain following the implant and ablation procedure. The patient was admitted to the ICU and required intubation due to low oxygen levels. An x-ray was obtained and revealed that the leads had not moved and an echocardiogram was normal. The patient had a history of atrial fibrillation. Upon testing the device, ectopy was noted with performing the threshold testing. The left ventricular threshold measurements had increased. A technical service consultant was contacted and suspected that if the patient had a rapid ventricular response before the procedures, the programming of a lower rate may have caused the patient's chest pain and ectopy.